Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via a clinical study indicated the patient did not believe the pump was working as well since the fall. The patient underwent a caudal injection as an intervention on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via a clinical study reported the multilevel degenerative changes were not related to the device or therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) via a clinical study indicated a catheter access port (cap) contrast study was done on (B)(6) 2017. It was noted the pump check was normal and MRI with contrast of the lumbar and thoracic spine showed multilevel degenerative changes. It was noted the issue was unresolved at time of study exit/death/study closure. Additional information received from the healthcare provider (hcp) via a clinical study reported the patient exited the study on (B)(6) 2017. The reason for exit was noted as patient no longer available for follow-up. It was noted the patient's pump was reprogrammed with a 20% increase on (B)(6) 2017. The patient reported doing very well with the pump and the issue resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via clinical study regarding a patient receiving infumorph (5 mg/ml at 0.5757 mg/day) via an implantable infusion pump. It was reported the patient fell approximately two weeks prior to (B)(6) 2016 followed by increased pain and increased numbness and tingling from the 3rd through the 5th toes. A pump check and updated MRI was recommended on (B)(6) 2016 but was difficult per the patient because he had moved. On (B)(6) 2016 the patient reported two days prior he had an additional fall during which he hit his pump. The patient noted he landed on the pump and felt it move. The patient experienced some nausea and increased sweating. The patient was requested to come in on (B)(6) 2016 for an evaluation. The outcome of the event was noted as ongoing. The etiology of the event was noted as possibly related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.